Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported, during the implant procedure the physician was unable to implant the leads due to experiencing difficulty in screwing the leads. Troubleshooting was tried several times but it was unsuccessful as the lead kept dislodge. As a result, the procedure was completed by exchanging the lead. The patient was stable.